Event description:
Procedure: colectomy. According to the reporter: the client reports that the sulu jammed on tissue. The instrument was resected with the use of another device which extended the operating time.

Manufacturer narrative:
(B) (4). (B) (4).